Manufacturer narrative:
The technician replaced the four casters to repair the bed.

Event description:
Information received indicates the casters swivel slightly after the brake is applied and a little force is added.